Event description:
Customer initially called, on (B)(6) 2014, to report the insulin pump was not delivering insulin. Troubleshooting was performed, determined customer filled cannula while connected to the device. He was advised how to properly prime. No alarms noted. The device passed placement test. Customer was advised to monitor the alarm. Current blood glucose was 350 mg/dl. Customer also mentioned he was hospitalized for high blood glucose over 400 mg/dl, treated with insulin drip. Customer called in 04/30/2014 to report event. Customer was diagnosed with diabetic ketoacidosis. Customer was wearing the device during hospitalization but it was on suspended. Customer reported the cannula of the infusion set was bent 90 degrees. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.